Event description:
User called to report ventilator stopped delivery of breaths and the displays went blank. The patient was bagged and placed on conventional ventilation until a replacement was available. No additional medical intervention was required. Clinical engineering reported ventilator lost power.